Event description:
On (B)(6) 2013 (manufacturer's reference # 2050012-2013-00831), the customer reported to beckman coulter that the dxc 600 na (sodium) recovery had been drifting and that erroneous results had been generated sometime in the last week. No details of the erroneous results were available. The instrument was serviced, but on (B)(6) 2013, the customer reported the issue was not resolved, and additional false low na results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2013. Service evaluated the instrument, but found no obvious issues. It should be noted that the fse had done preventive maintenance the day before the event. The fse replaced the carbon bridge and both na electrodes, but on (B)(6) 2013, the customer reported the issue was not resolved, and additional false low na results were generated. The number of affected samples was not known, but 5 examples were provided: - sample 488a ((B)(6)year old female, dob (B)(6)) had an original na result 132 mmol/l; repeat 137mmol/l. -sample 2 had original na result 130 mmol/l; repeat 136 mmol/l. -sample 3 original na result 134 mmol/l; repeat 140 mmol/l. Sample 4 original na result 131 mmol/l; repeat 134 mmol/l sample 5 original na result 132; repeat 135 mmol/l service was dispatched again and he replaced the same parts previously replaced during preventive maintenance. The issue was resolved. The failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the events. The manufacturer reference numbers for these events are (B)(4).